Manufacturer narrative:
(B)(4). G2: japan. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. The complaint is confirmed based on the evaluation of the returned product and the provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an inspection of the items in circulation, the inner pouch was found to be torn. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.